Manufacturer narrative:
As of 03/03/2021 unused returned samples and unused retained product from the same lot were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests and latex screening. Refer to section of this report for further details.

Event description:
On the initial report received by aso on 02/05/2021 consumer reported the entire bandage caused a reaction to her son. Consumer took son to the hospital where doctors did not found the cause of the rash, but the consumer believes it was due to the use of the bandages. On completed cir received on 02/25/2021 consumer stated the issue was with the tape area, consumer also added the symptoms corrected after stopped using the product.